Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 720 mg/dl. The suspected cause of the elevated bg was due to not addressing the elevated bg via delivering a bolus or setting a temporary basal rate. Customer administered a correction bolus via the pump to address bg level.